Event description:
The first pt to use the treadmill that day. As pt was walking on treadmill, the belt stopped suddenly and completely. There was a noticeable burning odor, and an "os" code was shown in the speed display. When attempting to restart the treadmill, when start button was pushed, the treadmill started up with the blet moving immediately at top speed.